Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lithotriptor was leaking around the buttons in preparation for use for a procedure. There were no reports of patient harm.

Event description:
Additional information was received from the customer. There was water leaking out of the button mechanism. The doctor assumed there was an issue with the device although the device was still operating like it should. The unspecified procedure was complete with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. The device was returned to olympus for inspection and the reported malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.